Manufacturer narrative:
Catalogue #: was reported as either 7n8399 or 7n8377. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link was not compatible with the power contrast injection. The saline lock had to be switched during a procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.